Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date 2007, inratio 2.4, lab 11.6, mean 7.0, confidence limits - cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The readings is considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio 2.4, lab 11.6. This case qualifies as an adverse event. Patient was hospitalized and given vitamin k. The hct at time of admission was 31%. The patient was suffering from severe hematuria. This case qualifies as an adverse event. Patient was hospitalized and given vitamin k. Adverse event follow up: she was given vitamin k and released after 4 days. She is fine now.